Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient was revised due to loosening and nickel allergy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It as reported the patient has been revised for loosening and metal allergy. The date of revision is unknown.

Manufacturer narrative:
(B)(4). Concomitant medical product: -tibial component precoat size 4, catalog #: 00588000400 ,lot # 62768977. Articular surface with hinge post extension screw enclosed do not discard size d 23 mm height, catalog # 00588004023, lot # 61706332. Stem extension straight 15mm dia x 30mm length(combined length 75mm), catalog # 00598801215, lot # 62794396. Stem extension offset 18mm dia x 100mm length(combined length 145mm) ,catalog # 00598802018, lot # 62802110. Prc agmt block dist sz d 5mm, catalog # 00599003410, lot # 62830052. Prc agmt block post sz d 5mm, catalog # 00599003401, lot # 62755157,.prc agmt block post sz d 5mm, catalog # 00599003401, lot # 62810091. Prc agmt block dist sz d 10mm, catalog # 00599003420, lot # 61988740. Nexgen rotating hinge knee femoral component option size, catalog# 00588001401, lot# 62756019. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05315, 0001822565-2017-01758.

Event description:
It was reported a patient who underwent a total left knee arthroplasty on an unknown date has been indicated for revision due to loosening and nickel allergy. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.